Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited oversensing of noise. No device intervention was performed. The patient was stable and will be monitored.

Manufacturer narrative:
Correction: b5 should mention ICD instead of lead d1 d4 h4 should reflect ICD h6 component code should be 4755 - part/component/sub-assembly term not applicable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited oversensing of noise. No device intervention was performed. The patient was stable and will be monitored.